Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a procedure a polarsheath was selected for use. During the procedure, st elevation was observed on the ECG. The patient recovered spontaneously and the procedure was completed without any particular effect on the patient's condition.